Event description:
It was reported that during the implant attempt the "lead stretched out coil when tunneling." The lead was not used. A different lead was implanted. No patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary for: (B)(4)- the full lead was returned, analyzed and no anomalies were found. It was noted that the defibrillation coil was distorted and streched, all insulation's were torn, the lead was stretched and the lead appeared damage at implant.